Event description:
A diabetes educator called to report the customer was hospitalized for dka. It was stated that the customer was transferred from another hospital with high bgs. Troubleshooting was performed. The pump did not alarm during the pressure test as intended. However the contact found a leak at the luer connection; which was the set they were wearing upon being hospitalized. The set was changed and ran again the test. The pump still did not alarm as it supposed and no leaks occurred. The histories were accurate. The customer was on insulin drip. The contact also went over the two high bg rule with the customer to ensure pt follows it. A replacement pump was sent.